Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the lead impedance measurements were not displayed. It was noted that this was because the vt/vf (ventricular tachycardia/ventricular fibrillation) count was 4 or more, and that there was questionable rv (right ventricular) capture and oversensing of the lv (left ventricular) depolarization. It was noted that the patient had an lvad (left ventricular assist device). The device remains in use. No patient complications have been reported as a result of this event.